Event description:
Customer reported unexpected negative results for a patient-sample tested with capture-r ready screen (crrs) on galileo.

Manufacturer narrative:
Tested the returned sample manually on retention capture-r-select lot sc112 and retention panocell-16 lot 20440: cell 1(s positive) was positive; cell 2 (s positive) was positive; cell 3 (s negative) was negative; a known positive sample reacted as expected.tested the returned sample with different retention lots of capture-r ready screen, as follows: lot w149, the result was negative; lot: x283, the result was ntd; lot: x289, the result was positive; a known positive sample reacted as expected. Tested the returned sample manually by tube method with retention panocell-16 lot 20440. Cell 1(s positive) at 4°c, rt, 37°c and ict the result was negative; cell 2(s positive) at 4°c, rt, 37°c and ict the result was negative; cell 3(s negative) at 4°c, rt, 37°c and ict the result was negativea known positive sample reacted as expected. Tested the returned sample with capture-r ready ID lot id116 and the result was positive in 6 of 8 relevant wells; 1well was ntd.a known positive sample reacted as expected. Nature of the sample cannot be ruled out as causing the event.